Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with motor error alarm. The customer's blood glucose level was reported to be 530mg/dl. The customer states they treated with manual injection. It was reported that the customer had motor position encoder error alarm. It was reported that the customer was advised to change set. Nothing is being returned for replaced at this time.